Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07295. It was reported there was a blood clot in the left atrium. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman ® laa closure device & delivery system was advanced through a watchman ® access system. When they were ready to deploy the closure device, the physician noticed a blood clot attached to the posterior wall in the left atrium. They decided to stop the case and remove the access system and delivery system. A CT scan was performed and the patient is currently in stable condition.